Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. In-house testing confirmed the presence of the e antigen on retention product, lot r334. Immucor lab duplicated initial negative results on customers returned sample.

Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r334 on the echo.